Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to elevated cobalt levels and pain. A 32 +0 lfit v40 head and 32e poly liner were revised to another poly insert and 36 +7.5 biolox head with sleeve. Rep can provide additional pictures, otherwise confirmed that no further information will be released by the hospital or surgeon.